Event description:
Customer reported the smell of insulin in the reservoir compartment. The blood glucose reading was 128 mg/dl. He stated that the reservoir compartment was dry. The insulin pump had been exposed to moisture but there was no button error alarm in the history. The insulin pump passed the self test. Customer also stated that there was a crack on the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.